Event description:
It was reported that, this implantable device delay therapy for a ventricular tachycardia (vt) episode. This is all the available information at this time. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) delay therapy for a ventricular tachycardia (vt) episode. This is all the available information at this time. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the technical services (ts) explained that shock delivery was delayed due to rate not being detected in ventricular fibrillation zone initially. The rhythm did appear like ventricular fibrillation and it was undetected due to a suspected undersensing and a combination of high and low amplitudes. The rhythm was eventually successfully treated with shock delivery. This ICD remains in service. No adverse patient effects were reported.